Event description:
A peritoneal dialysis pt reported dialysis solution leaked out of the cassette and into the cycler. The leak was identified inside the cassette compartment during dwell. Pt completed treatment using manuals. Pt had no adverse effects and his effluent remained clear. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.